Event description:
A baxter sales representative called baxter corporate product surveillance to report a non-dehp buretrol add-on set in which the septum inverted. According to the report, a nurse was using a needleless syringe tip to inject hydralazine into an unknown med-line when the septum flipped sideways. Saline began to leak out of the septum and blood began to back-up into the line. The tubing was clamped and replaced. The event occurred during infusion. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and revealed no defects. A functional test was performed. The roller clamp was closed, spike was inserted to a solution container, and the clamps were opened to let the solution flow through the set. The sample passed the functional test, a clear passage test at 8 psi and a pressure test at 8 psi. The reported condition was not confirmed. A batch review could not be completed as the lot number was not provided by the customer.